Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy. X-ray confirmed lead migration and there was redness at lead incision site. As a result, surgery occurred during which the lead was explanted to address the issue.